Event description:
It was reported by the physician that their handheld would not work unless it is plugged into the wall. They reported that it is a battery failure and they would like to have a replacement. Company rep did the troubleshooting, but the problem could not be resolved. New handheld is been shipped to the site and the old handheld is been returned to the MFR for product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.